Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and chest pain. The blood glucose reading was 420mg/dl. Troubleshooting was performed. The daily totals matched the basal rates and bolus history. Ran a fixed prime and the insulin exited. Performed a high pressure test and the test passed. Advised the caller that the insulin pump is functioning properly. No further information was provided.